Event description:
The customer stated, she was hospitalized for low blood glucose levels and convulsions. The customer also stated, the insulin pump was exposed to an MRI prior to the hospitalization, and had been experiencing low blood glucose levels, since the procedure. Troubleshooting revealed motor error alarms and a large bolus, which customer stated she did not program.

Manufacturer narrative:
Currently, it is unknown wheter or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.